Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported that starting on (B)(6) 2020, hearing performance with the device decreased, sound was extremely soft about 25% of what it previously sounded like. When pressing on the coil, sound only minimally improved. As per information received on ma(B)(6) 2020 hearing performance increased when user was massaging the area inferior of the magnet. However, this improvement didn't last.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: e.3.